Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge had been filled with 240 units of insulin, and the insulin gauge displayed that the cartridge was empty. Subsequently, the customer received an empty cartridge alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.